Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,(she was discharged on (B)(6) 2008 in a stable condition and medical records available till (B)(6) 2008 and are related to burn injuries which are extraneous to covidien mesh case upon review). As per pfs "pain, infection, urinary problems, dyspareunia" (medical records not available to substantiate their occurrences).